Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) along guidewire was successful however the guide wire could not be removed after insertion. The iab was removed with the guide wire and a second iab was inserted successfully. There was no reported injury to the patient.

Manufacturer narrative:
Complaint reported by distributor, (B)(4). The product was returned with the membrane loosely folded and blood found on the exterior of the catheter with the stylet wire partially inside the iab lumen. The insertion components were also returned. The returned guide wire j-tip was found to be unraveled. Four kinks were found on the inner lumen within the membrane approximately 8.9cm, 9.4cm, 24.1cm and 24.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was unable to do so due to the guide wire returned condition. The technician then attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an inner lumen occlusion, kinks on the inner lumen and a damaged guide wire. Difficulty removing the guide wire may have occurred from the guide wire being immovable at the kinked locations and causing resistance that eventually caused the wire to unravel. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) along guidewire was successful however the guide wire could not be removed after insertion. The iab was removed with the guide wire and a second iab was inserted successfully. There was no reported injury to the patient. The indication for use was ami (acute myocardial infarction).